Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had white film like haze on screen. The customer¿s blood glucose level was unknown at the time of the incident. The product will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. No unexpected missing segments/partial display anomalies, blank display anomalies, white film/haze on screen anomalies or white display anomalies noted during testing. Unit was received with corroded battery tube.